Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to it suffering a fracture due to clavicular crush, with it presenting high out of range impedance measurements. The patient arrived at the clinic suffering presyncope. A new device was implanted. No additional patient effects were reported.